Event description:
Baxter corporate product surveillance received on 07/25/2007 from the FDA a copy of a facility initiated medwatch which stated that the colleague pump failed suddently during use. It was plugged in and recharging at the time. The facility was administering a carrier solution with antibiotics and the pump was quickly changed out so there was no harm to the patient. The customer noted that had this occurred a few hours later while transoprting the patient in an elevator, this could have potentially resulted in death. The facility noted that there was no warning prior to the failure and that once the failure occurred the pump was completely non-operational. The representative stated that this was not the first occurrence with these pumps. A baxter representative contacted the faclity and was told that no additional information was available. The facility representative stated that no patient injury occurred.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 31, 2007. The device has been requested by baxter for evaluation, however, the facility stated that the current whereabouts of the pump is unknown. Should the pump be found, the facility representative stated that the it would be returned to baxter for evaluation. A follow up report will be filed upon completion of the evaluation or if additional information becomes availbale.